Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had pain, difficulty standing, walking, going down inclines and walking with awkward gait; popping, clicking and leg weakness, burning in hip and leg, tingling in leg and foot extremely painful and on fire which adversely affects ability to participate in daily activities; and elevated metal ions levels after asr hip implant.

Event description:
Litigation alleges patient had pain, difficulty standing, walking, going down inclines and walking with awkward gait; popping, clicking and leg weakness, burning in hip and leg, tingling in leg and foot extremely painful and "on fire" which adversely affects ability to participate in daily activities; and elevated metal ions levels after asr hip implant. **update** (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 10/24/2019 supplemental information received. Patient has been revised. There is no new additional information that would affect the existing MDR decision or the investigation. Adding the sleeve and stem for elevated ions.

Event description:
After review of medical records for MDR reportability, it was reported that the patient was revised to address pain and elevated metal ions. Revision note stated, the patient has been developing pain in his hip without evidence of loosening of the components. Both the acetabular and femoral components were well fixed. There were no obvious and adverse tissue reaction with no pseudotumor or no destruction of the abductor tendons. Doi: (B)(6) 2009 : dor: (B)(6) 2016 (right hip).